Manufacturer narrative:
(B)(4). The device was not returned. Additional information provided: how was it determined that the leak was from the cs40g staple line? Fistula in the staple line area. Were staples present? Could not determine but leak test was completed during operation. What did the staple form look like? Fine. How was the leak addressed? Fistula repair. Were there any issues with firing the device during the initial procedure? No. Was leak performed intra op? Yes. What is the patients present condition? Stable recovered. Is a pathology specimen available? No. Are there any x-rays and/or picture available for analysis? No.

Event description:
It was reported that during a lap assisted sigmoid resection diversion w/loop ileostomy procedure, there was a post op leak. The patient returned to the hospital, the leak was at the distal staple line next to the anastomosis. The staple line was reinforced with sutures. There were no patient consequence.